Event description:
A consumer reported they needed their setting adjusted because they were just walking on (B)(6) and their leg went away. They had been hurting more and more. The patient adjusted it higher, but it kept hurting. No falls or trauma were reported that could be related. The device was indicated for cervical radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.